Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation, the front response button was non-functional. The cause for the failure was glue/adhesive contamination on the response button switch dome. The root cause for the contamination was ingress of an adhesive substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor had non-functional response buttons.